Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device¿s o2 pressure regulator was malfunctioning. The distributor in (B)(4) was shipped a replacement o2 pressure regulator to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty o2 pressure regulator for evaluation. As of october 02, 2015 the alleged faulty o2 pressure regulator has not been received.

Event description:
The distributor in (B)(4) reported that the device alarmed "o2 inlet low". There was no patient involvement reported.

Manufacturer narrative:
Failure analysis (fa) lab received a vela regulator. The vela regulator was installed in to a known good unit. The unit was powered on in service mode with 50 psi going into the blender, noticed unit reads 45 psi going in adjusted regulator to read 50psi and ran for 30 min on 60% o2 and 100% for 2hrs. The o2 pressure is reading within specification and did not shift. The vela regulator was removed and disassemble to visually inspect interior assembly of the regulator and no anomalies were noted with the interior components of the regulator. The customers issue was duplicated, out of range at 45psi reading at display, note that should be at 50psi. It is unknown of how the regulator might have drifted or may have been adjusted. The vela regulator was scrapped.